Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not let the customer complete the load process after completing the fill tubing step. While troubleshooting with tandem technical support the customer was able to go through the load process again and resume insulin delivery. The customer experienced an elevated blood glucose (bg) level of 500-600 mg/dl. A correction bolus was delivered to address bg.